Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Evaluation found continuous operation due to a short condition in the footswitch cable, blockage in the handpiece cable causing restricted water flow.

Event description:
While using a g130 scaler based on the evaluation conducted on feb. 7, 2019, there was continuous operation due to a short condition in the footswitch cable, the blockage in the handpiece cable was causing restricted water flow. No injury resulted.